Event description:
The customer reported that while pipetting an antibody screening plate on the summit, the technician noticed that no sample was pipetted into wells b1, c1, and d1. No error was generated by the summit. No death or serious injury was associated with this incident.